Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration, correction. B5: describe event or problem, correction. D: device identification, correction. G6: type of report, follow-up. H2: type of follow up, correction. H4: device mfg date, correction. H6: health effect, impact code, correction. H6: health effect, clinical code, correction.

Event description:
Subsequent to the initial MDR, a correction is required.